Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Vent fail reported. No patient injury. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
Vent fail reported. No patient injury. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the logfile was analysed. It was found that on the date of event the ventilator detected a wrong motor position and forced an autonomous shutdown to safety mode. In the following the ventilation mode was automatically changed to man/spont while the appropriate ventilator fail alarm was given. The therapy was continued using manual ventilation and was finally placed in standby. The analysis of the device logfile revealed no indications for a general motor- or motor control problem. As there were no problems oberservable during piston referenciation in post, a motor failure or a problem with pcb vgc power appears to be unlikely. A photo was provided of the encoder disc which clearly shows soiling of the encoder disk in the area of the increments. This soiling can be assumed to be the cause of the incorrect position determination. The cause of the soiling could not be determined. The device reacted as specified with an autonomous shutdown of the ventilator and alarmed audible and visible for ventilator fail while autonomously changing to manual ventilation (man/spont). Manual ventilation remained unaffected, as specified. All alarms, possible causes and remedies are described in the instructions for use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The encoder disk was cleaned, the device was tested and returned to use.